Event description:
Customer's family member that they did a manual prime and inserted reservoir into pump and ran 2-5u primes and 7.2 test and they stated that the lead screw made a complete revolution but no insulin came through the tubing.